Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, a part of the tissue pad was damaged. And the whole tissue pad was detached when the doctor touched to remove the damaged part. The device became not to function. No pieces fell into the patient. There were no adverse consequences to the patient.